Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled silver wire is embedded within the right fallopian tube'), device dislocation ('essure coil is not identified') and endometrial ablation ('novasure endometrial ablation') in a 29-year-old female patient who had essure inserted for female sterilization. The patient's medical history included multigravida, parity 3, human chorionic gonadotropin negative, uterine dilation and curettage, pelvic pain, paratubal cyst, pelvic pain, cystoscopy and adhesion. Previously administered products included for an unreported indication: halcion, toradol and percocet. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci total abdominal hysterectomy, bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation and endometrial ablation outcome was unknown. The reporter considered device dislocation, embedded device and endometrial ablation to be related to essure. The reporter commented: coil visible on right, 1 coil on left. Discrepancy noted for novasure endometrial ablation : as per mr essure insertion and novasure endometrial ablation performed on same day but the date mentioned for novasure endometrial ablation is (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: mr received: previously reported event medical device removal replaced with,, embedded within the right fallopian tube. Other event novasure endometrial ablation, essure coil is not identified performed on same day with essure insertion added. Reporter, medical history, historical drug, essure removal date and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled silver wire is embedded within the right fallopian tube'), device dislocation ('essure coil is not identified') and endometrial ablation ('novasure endometrial ablation') in a 29-year-old female patient who had essure inserted for female sterilization. The patient's medical history included multigravida, parity 3, human chorionic gonadotropin negative, uterine dilation and curettage, pelvic pain, paratubal cyst, pelvic pain, cystoscopy and adhesion. Previously administered products included for an unreported indication: halcion, toradol and percocet. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci total abdominal hysterectomy, bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation and endometrial ablation outcome was unknown. The reporter considered device dislocation, embedded device and endometrial ablation to be related to essure. The reporter commented: coil visible on right, 1 coil on left. Discrepancy noted for novasure endometrial ablation : as per mr essure insertion and novasure endometrial ablation performed on same day but the date mentioned for novasure endometrial ablation is (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pfs received-previously reported event injury nos was replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.